Event description:
It was reported that a patient underwent a pancreatoduodenectomy procedure on (B)(6) 2011 and suture was used. The needle broke at the swage during ligation. The broken needle was not found and remains in the patient's body. The plan is to search for the needle using CT scan.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.